Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Event description:
Swelling in the right knee [joint swelling]. Residual pain [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2013 (additional information received on (B)(6) 2013) from a physician via a sales representative regarding a female patient, initials (B)(6) with knee pain. On (B)(6) 2013, the patient received treatment with synvisc one (hylan g-f 20) injection, at a dose of 6 ml, once, (route not provided) in right knee. The lot number for synvisc one was not provided. On (B)(6) 2013, the patient developed swelling in the right knee. It was reported that the patient did not experience fever or malaise. On an unspecified date, the patient received treatment with diclofenac and ice for the event of swelling in the right knee. On (B)(6) 2013, the patient still had residual pain (sub-therapeutic response) and swelling despite rest, treatment with diclofenac and ice. It was reported that the physician attempted to withdraw fluid unsuccessfully and the fluid was mostly thick and organized synovial fluid. On the same day, the patient received treatment with 1cc depo medrol (methylprednisolone acetate) 40 mm/cc for the medications included lidocaine. The intensity for the event of swelling in the right knee was moderate and intensity for the event of residual pain (sub-therapeutic response) was not provided. The reporting physician did not provide the relationship between synvisc one and both the events.